Event description:
It was reported that during a total laparoscopic hysterectomy the tissue pad on the device became bent and loose, and the tip fell apart into the cavity. It was believed that the pieces were retrieved and that the date of the surgery was (B)(6) 2013. There was no pt injury. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
Final device eval found that the device was returned with the tissue pad curled up and completely melted through with the center portion missing. There were no other pieces missing from the device. Upon eval, the device passed functional testing. The device history record was reviewed and no discrepancies were noted. The instructions for use state: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad." The device history record was reviewed and no discrepancies were noted.